Manufacturer narrative:
The AED, battery, and pads (electrodes) used during the rescue were received for investigation. Clinical and technical evaluations of the rescue data couldn't be performed because there was no rescue data for the date of the reported event. Evaluation of the AED found it accurately detected impedance within the human impedance range. AED self-tests were run every 30 seconds for 20 minutes and no errors were generated. The AED was opened and components that could affect the patient impedance circuit were inspected and measured and no problems were found. Visual inspection of the main pcba found no problems. Simulated use testing was performed and the AED performed as designed during the simulation and successfully delivered shocks and prompted for CPR. The battery was tested and operated correctly. The lot number of the electrodes used during the rescue couldn't be verified because the electrode pouch had been removed and wasn't returned to csc. Examination the pads found evidence that one of the pads was improperly removed from the blue release liner that separates the 2 pads. Peeling a pad incorrectly from the liner may cause the gel to separate from the pad and remain attached to the liner. Based upon the incident description provided by the customer, the AED performed as intended during the rescue. The cause of the reported problem was likely due to improper handling of the pads prior to use.

Event description:
A cardiac science OEM partner reported that a staff member of an elder care facility found a patient who was unconscious and had fallen down after a meal. The AED was retrieved and when attempting to remove the pads from the blue liner the gel of one of the pads remained stuck to the liner. The user peeled the gel off of the liner, attached it to the pad, and placed the pad on the patient. The AED analyzed the patient's rhythm several times and determined shocks weren't required. CPR was continued until the ambulance arrived. The patient passed away the next day. The sudden cardiac arrest wasn't witnessed and it is unknown how long the patient was down before the AED was attached.

Event description:
A cardiac science OEM partner reported that a staff member of an elder care facility found a patient who was unconscious and had fallen down after a meal. The AED was retrieved and when attempting to remove the pads from the blue liner the gel of one of the pads remained stuck to the liner. The user peeled the gel off of the liner, attached it to the pad, and placed the pad on the patient. The AED analyzed the patient's rhythm several times and determined shocks weren't required. CPR was continued until the ambulance arrived. The patient passed away the next day. The sudden cardiac arrest wasn't witnessed and it is unknown how long the patient was down before the AED was attached.